Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate shocks after being exposed to electrocautery during neck surgery without the use of a magnet. After the patient was discharged following the surgery, there was a vibratory alert for possible hv circuit damage. They did a firmware download to resolve a possible false alert due to cautery exposure.